Manufacturer narrative:
Conclusion not yet available, evaluation in progress.

Event description:
It was reported that during a radiofrequency ablation procedure, while trying to load the needle into the sheath, it was stuck and after removing the sheath from the patient it was noted that there was plastic out of the dilator sheath. It was decided by the healthcare professional that the needle had scratched the dilator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The following sections were updated in follow-up # 1. The product return in this case was inadvertently misplaced. The potential root cause of the failure is transseptal needle dilator skiving. The (brockenbrough) transseptal needle (ts) needle used in this procedure, in combination with the dilator, is potentially susceptible to skiving. Testing has shown that the ts, in combination with the dilator is potentially susceptible to skiving. No patient injuries were reported with this complaint. Per the arrive sheath clinical evidence report (cer), the clinical evaluation of the sheath and dilator demonstrate the clinical safety and performance of the device. The outputs of the risk management process, the device-body interaction, and clinical performance of the device demonstrate that the benefit to the patient is greater than any risk identified. A review of complaints for this failure mode indicates the risk has increased from medium to high. Based upon this investigation, a CAPA has been opened to address this risk. Oscor will continue to monitor this device for complaint trends and risk. The customer is to receive a summary of the investigation report. Per qa procedure (adelante breezeway dilator in-process and final inspection): per procedure, dimensional inspection is done 100 percent for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, sideport ID (p/f), overmolded shaft length, hub ID, flushport hole ID and shaft od on the arrive sheath. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes roll test of 100 percent, visual inspection of 100 percent for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100 percent inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100 percent and a leak test is done on all units. A blunt ts inspection mandrel is used for insertion into the dilator shaft to check for patency on 100% of the dilators. The blunt mandrel used at oscor cannot cause skiving of this sort. Per instructions for use (IFU): note: if a transseptal needle is used, it is recommended to use together with a stylet in order to prevent skiving of the inner lumen of the dilator.